Manufacturer narrative:
The microsensor was not returned for evaluation (as per customer, product not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause of the error message could be due to improper use or excessive force on product; physical strength of materials unfit for intended use.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when removing the icp sensor, it was caught inside the bone edge and the tip of the sensor was cut off during the procedure. The physician made a skin incision to recover the cut tip, but it got caught inside the bone and the physician had to open the head again to recover it, currently the tip of the sensor remains in the skull. The patient is in the follow-up.